Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the wake button was not working and the pump battery was depleting quickly. Customer continued to use the pump for insulin delivery. Customer's blood glucose was 80-489 mg/dl.